Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Touchscreen failure. There was no patient involvement.

Manufacturer narrative:
Report date: 24oct2019. The part return date of the parts was 18oct2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 01 oct 2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen and user interface pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 18 october 2019. Date of this report: 13 november 2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the ul_lr and ur_ll resistance were out of specification.